Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings of 436 mg/dl. The current blood glucose reading is 326 mg/dl. The high blood glucose readings were treated with 6 units of insulin with a syringe and contacted their health care professional. The customer was not hospitalized for the blood glucose readings. It was also stated that they were new to the bolus wizard and would like further education. The troubleshooting for the high blood glucose readings was not completed because they were interested in education. The customer was advised to speak to their health care professional about their settings and to call back if they have other questions.